Manufacturer narrative:
(B)(4)

Event description:
It was reported via service report "broken dvi cable connected to monitor". Additional informaiton received from the customer states that this issue happened during use and the pump console was swapped to continue therapy. The patient's current condition is reported as "unknown."

Manufacturer narrative:
(B)(4) the reported complaint of "broken dvi cable" was confirmed by the field service representative. According to the field service report, the dvi cable was replaced. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged dvi cable. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via service report "broken dvi cable connected to monitor". Additional information received from the customer states that this issue happened during use and the pump console was swapped to continue therapy. The patient's current condition is reported as "unknown."